Event description:
Display touch is not working , o2 cell has been expired , showing blower serice required .

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used on a patient. The root cause was determined to be a failure to follow instructions by the user who was not keen to service the device as per manufacturer's instructions to ensure the correct functioning of the ventilator. In consequence defective parts were replaced. There was no reported patient or user harm.